Event description:
0n 02/01/07 teleflex medical rec'd a maude event report stating the following: date rec'd: 16-june-2006, event date: 2006. Event description: volun 01/12/07: skin stapler jammed after only a few of the staples had been fired. Two more staplers were fired with the same result. Another box with a different lot # was opened and the staplers functioned correctly. No additional info was available.

Manufacturer narrative:
The device has been requested for evaluation but has not been rec'd. Should the device be rec'd for evaluation, a follow-up report will be filed upon completion of the eval or if additional info become available.